Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2022, a 29mm portico, tavi was selected for implant. The valve was implanted in the correct position however, shortly after on fluoroscopy it was noted the valve migrated above the aortic native valve despite significant calcification anchoring. After migration, the patient became hemodynamically unstable since the valve compromised the blood flow to the coronary arteries. CPR was immediately performed and the portico valve was captured and pulled towards the aortic arch with a non-abbott snare catheter. They patient regained stable hemodynamics. It was decided to deploy a second 27mm portico, tavi successfully with minor aortic regurgitation and no paravalular leak. The patient was reported to be stable condition. The first portico valve was positioned at the recommended 1-2mm below the level of the pigtail in the non-coronary cusp and after the valve was deployed the lower edge was about 3-4mm below the annuls. The final portico valve was implanted at 5mm. There was no tension or interactions noted with the delivery system during deployment. Operative and echo images were requested but cannot be provided.

Manufacturer narrative:
An event of valve migration, compromised blood flow to the coronary arteries, and hemodynamic instability was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the portico instructions for use, artmt600115937 revision a "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."